Manufacturer narrative:
UDI: lot number unknown;(B)(4). The lot/serial number is unknown. Device manufacture date is unknown. Reporter¿s full name, complete address and phone number were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 1 of 2 for the same event. It was reported that during an unspecified surgical procedure, it was observed that the tip on the burr device was broken to open the suture hole. It was further reported that the surgeon replaced with a new cutting burr to continue the surgery however, the second burr also broke. It was reported that the surgery was completed by using a third cutting burr device. It was not reported if there was a delay in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Correction: UDI: (B)(4). The lot number and date of manufacture were inadvertently missed in the previous report and have been updated accordingly. The date the device was returned to the manufacturer was reported as may 15, 2017 in the initial report and has been updated to june 22, 2017. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the reported condition of the device with the broken tip was confirmed. The external features of the returned cutter were visually inspected and observed that the tip of the cutter was broken. The cutter was examined and photographed using 28x magnification. Based on the photographs taken at an angle indicated that there was excessive force applied. The assignable root cause was determined to be due to excessive lateral or side to side force, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.